Event description:
It was reported that during patient use, the ventilator had a momentary system restart. There was no patient harm reported. The hospital could not provide any more information. Device log review confirmed a momentary cpu reset, with ventilation recovery occurring within 19 seconds. By design, audible and visual alarms are annunciated when the momentary system restart occurs.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.